Event description:
(B)(6) year old had an angiogram and angio seal closure device failed later that evening requiring a return to operating room and arterial bleed requiring repair to artery an open groin with wound vac. Significant blood loss and ICU required. Cap of device found in subcutaneous tissue of abdomen. FDA safety report ID #: (B)(4).